Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a urinary catheter. The customer states the catheter failed to deflate. The customer states the catheter was expelled during child birth and there was no medical intervention or harm to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.